Manufacturer narrative:
Evaluation summary: the cause is thought, to be that the brush used by the user, during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected and a complaint was reported. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. A device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27 feb 2018 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of primary channel blocked was confirmed through evaluation of the device. Evaluation findings were listed as: primary operation channel resistance, passed dry leak test, suction tube resistance, passed wet leak test, operation channel twisted in bending section, forward water jet deliver tube kinked, air delivery tube kinked, and water delivery tube kinked. The device was cleaned and disinfected, with angulation adjustment performed and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested a RMA for a ec34-i10l- video colonoscope, indicating that the primary channel was blocked. The customer stated there is an obstruction in the operation channel. Additionally, the user cannot get brush or instruments through the channel. There were no patient or user injuries, adverse events, delay, or medical intervention reported.